Event description:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device condition was identified prior to any patient involvement. Evaluation summary: initial analysis revealed a noisy telemetry condition when using a 2090 programmer, confirming the reported field experience. The condition did not occur when using a 9790 programmer. Therefore, it is believed that although there was an issue that occurred during telemetry, the "noisy telemetry" indication was a misnomer. Even though several irregularities were found to exist during the telemetry attempt, the device passed final functional testing. As a result, the root cause of the irregularites could not be determined.